Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: small tear in sealant at sensor. Sealant lifting at sensor. Slight bends along catheter body. The device failed electrical leakage test - internal spec. = or 3ua; test reading = 3.28ua. The device passed electronic, noise, and signal drift tests. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device was revised since the device could not be sensed.